Event description:
Terumo received the following reported information: during use of the 6 french glidesheath slender, the wire shredded when going through the needle. The needle may have been upside down. The patient was not affected and the procedure was completed. The procedure performed was an angiogram.

Manufacturer narrative:
A1: patient identifier: requested, not provided .a2: age & date of birth: requested, not provided.a3a: sex: requested, not provided.a4: weight: requested, not provided .a5: ethnicity: requested, not provided.a6: race: requested, not provided .d6a: implanted date: device was not implanted.d6b: explanted date: device was not explanted.e3: occupation: tm.the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire mechanical separation as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.